Manufacturer narrative:
On 02/16/2017 software investigation completed. Findings are that there was no software anomaly. The wrong patient exam was selected. Software was functioning as designed. On 02/17/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 02/21/2017 a medtronic representative, following-up at the site, reported the surgeon completed the procedure without navigation and the patient was under anesthesia after the issue was discovered. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's fusion navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that while in an ear, nose & throat (ent) procedure, the surgeon reported that they registered patient using the wrong patient's image. Surgeon recognized the anatomy difference shortly after proceeded to navigation. No further details were provided. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. There was no delay of therapy. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's fusion navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.